Event description:
Additional cases created from this literature abstract includes (B)(4). This unsolicited device case from japan was received on 11-jun-2015 via conference abstract. Nishitai r, manaka d, hamasu s, konishi s. Five cases of fascial dehiscence with use of seprafilm noted early after hepato-biliary-pancreatic surgery "sprafilm" as a possible risk factor of fascial dehiscence. The 27th meeting of japanese society of hepato-biliary-pancreatic surgery; 2015 jun 11-13; tokyo, japan. This case involves an (B)(6) male patient who received seprafilm and later developed fascial dehiscence. No past drug was provided. The patient's concomitant medications included telmisartan (micardis), amlodipine besilate (norvasc), rabeprazole sodium (pariet) and brotizolam (goodmin). The patient's underlying disease included hepatocellular carcinoma for which surgery was indicated. The patient's medical history was significant for hypertension. The patient's concurrent condition before surgery included diabetes mellitus which was favorably controlled with the latest hba1c (ngsp) of 6.4%. It was reported that the patient was generally healthy with good nutrition status and was a smoker. There was no history of surgery, radiotherapy, anaemia or any allergy. In (B)(6) 2012, the patient was admitted to the reporting hospital for surgery. On (B)(6) 2012, the patient underwent subsegmental resection of the liver, which was an elective surgery performed in j-incision approach for hepatocellular carcinoma with two sheets of seprafilm placed under the wound (not directly to the anastomosis site) (formulation, batch/lot number and expiration date: not provided) for subsegmentectomy (s8+4). No hyperthermic therapy was performed during the surgery. There was no infection in the application site. The condition of application was favorable. The operating surgeon had a lot of experience in using seprafilm. No pre-existing adhesion was observed. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed (3 l). S4 and s8 of his liver were resected. No pre-existing non-purulent inflammation or infection was observed in the resection sites. The resection sites were ligated with vicryl (absorbable, synthetic, multi thread). Operative field was clean contaminated. The length of laparotomy incision was 40 cm, and involved saturation of 3 layers. The first layer (peritoneum) was continuously sutured with absorbable, synthetic multi thread (2-0 vicryl). The skin was stapled with skin stapler. No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. No re-laparotomy was performed. The operative time was approximately 6 hours. The volume of haemorrhage was 510 g and no blood transfusion was performed. No other medical device was used concomitantly after the surgery. The drainage condition immediately after the placement was favorable. On (B)(6) 2012, the course was favorable and the drainage tube was removed. On (B)(6) 2012, efflux of a large amount of haemorrhagic ascites from the midline wound. On (B)(6) 2012, a CT scan was performed and fascial dehiscence (mild) was confirmed (onset date, (B)(6) 2012). It was reported that no re-laparotomy was performed. The same day, laboratory tests were regarding infection and inflammation, with white blood cell count as 5190/microlitre (normal range: not provided) and c-reactive protein as 4.4 mg/dl (normal range: not provided). It was reported that the patient received aporasnon at 25 mg/day via p.o. For ascites from (B)(6) 2012. No blood transfusion was administered. It was reported that the hospitalization had been prolonged due to the event. On (B)(6) 2012, the amount of ascites was reduced, and the skin dehiscence site was closed spontaneously. As of that day, the patient had recovered from the event with a sequela of ventral incisional hernia. On (B)(6) 2012, he was discharged from the hospital and the patient was not re-hospitalized for treatment. The author concluded that seprafilm did not affect post-operative morbidity of hpb) surgery. It was not a significant risk for fascial dehiscence, although fascial dehiscence was rare, patients with latent infection (due to biliary drainage with fistula) were at high risk. In the author's opinion, in hepato-biliary-pancreatic (hpb) surgeries, serious fascial dehiscence could occur by the addition of the placement of seprafilm to the multiple risk factors, and care would be exercised in the use of seprafilm. Corrective treatment: not reported. Outcome: recovered/ resolved with sequelae. A pharmaceutical technical complaint was initiated with global ptc number (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/(B)(4) and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-(B)(4) quality assurance at that time. Fascial dehiscence (abdominal wound dehiscence). Reporting surgeon's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting surgeon's causality assessment: probable. Reporting surgeon's comment: the alternative explanation for the event was postoperative ascites. The ascites was considered to have induced the fascial dehiscence, but the possibility of seprafilm being an aggravating factor could not be ruled out. Follow up information was received on 10-jul-2015. Investigation summary was not processed as gptc was not provided. Additional information was received on 10-jul-2015. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 08-jan-2016. Height and weight of the patient was added. The event verbatim was updated from early postoperative fascial dehiscence to fascial dehiscence. Haemorrhagic ascites was captured as a symptom associated with the event of fascial dehiscence. Seriousness criterion for the event was updated from important medical event to hospitalization. The product start date, stop date and frequency were added. The onset date for the event was added. The outcome for the event was updated from unknown to recovered/ resolved with sequelae. Reporter's comment, medical history, examination findings, laboratory data, and concomitant drugs were added. Clinical course was updated and text was amended accordingly. Additional information was received on 29-mar-2016. Event stop date was updated. It was confirmed that haemorrhagic ascites was a symptom associated with the event fascial dehiscence. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: (B)(4) comment for follow up dated 29-mar-2016: the follow up information received does not change the overall case assessment. (B)(4) comment dated 12-jan-2016: this case concerns a patient who received seprafilm to prevent postoperative adhesion after subsegmental resection of liver and later on developed abdominal wound dehiscence. Based upon the available information a positive temporal relationship can be established which indicates a possible causal role in the occurrence of the event and the application of the product. However, this single case report does not alter the benefit-risk profile of the product.

Manufacturer narrative:
No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Reporter causality: possible (seprafilm possible risk factor for fascial dehiscence). Seriousness criteria: important medical event (ime). Follow up information was received on july 10, 2015. Investigation summary was not processed as gptc was not provided. Additional information was received on july 10, 2015. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
Additional cases created from this literature abstract includes (B)(4). This unsolicited device case from (B)(6) was received on 11-jun-2015 via conference abstract. Nishitai r, manaka d, hamasu s, konishi s. Five cases of fascial dehiscence with use of seprafilm noted early after hepato-biliary-pancreatic surgery "sprafilm" as a possible risk factor of fascial dehiscence. The 27th meeting of japanese society of hepato-biliary-pancreatic surgery; 2015 jun 11-13; tokyo, japan. This case involves an (B)(6) male patient who received seprafilm and later developed fascial dehiscence. No past drug was provided. The patient's concomitant medications included telmisartan (micardis), amlodipine besilate (norvasc), rabeprazole sodium (pariet) and brotizolam (goodmin). The patient's underlying disease included hepatocellular carcinoma for which surgery was indicated. The patient's medical history was significant for hypertension. The patient's concurrent condition before surgery included diabetes mellitus which was favorably controlled with the latest hba1c (ngsp) of 6.4%. It was reported that the patient was generally healthy with good nutrition status and was a smoker. There was no history of surgery, radiotherapy, anaemia or any allergy. In (B)(6) 2012, the patient was admitted to the reporting hospital for surgery. On (B)(6) 2012, the patient underwent subsegmental resection of the liver, which was an elective surgery performed in j-incision approach for hepatocellular carcinoma with two sheets of seprafilm placed under the wound (not directly to the anastomosis site) (formulation, batch/lot number and expiration date: not provided) for subsegmentectomy (s8+4). No hyperthermic therapy was performed during the surgery. There was no infection in the application site. The condition of application was favorable. The operating surgeon had a lot of experience in using seprafilm. No pre-existing adhesion was observed. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed (3 l). S4 and s8 of his liver were resected. No pre-existing non-purulent inflammation or infection was observed in the resection sites. The resection sites were ligated with vicryl (absorbable, synthetic, multi thread). Operative field was cleancontaminated. The length of laparotomy incision was 40 cm, and involved saturation of 3 layers. The first layer (peritoneum) was continuously sutured with absorbable, synthetic multi thread (2-0 vicryl). The skin was stapled with skin stapler. No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. No re-laparotomy was performed. The operative time was approximately 6 hours. The volume of haemorrhage was 510 g and no blood transfusion was performed. No other medical device was used concomitantly after the surgery. The drainage condition immediately after the placement was favorable. On (B)(6) 2012, the course was favorable and the drainage tube was removed. On (B)(6) 2012, efflux of a large amount of haemorrhagic ascites from the midline wound. On (B)(6) 2012, a CT scan was performed and fascial dehiscence (mild) was confirmed (onset date, (B)(6) 2012). It was reported that no re-laparotomy was performed. The same day, laboratory tests were regarding infection and inflammation, with white blood cell count as 5190/ microlitre (normal range: not provided) and c-reactive protein as 4.4 mg/dl (normal range: not provided). It was reported that the patient received aporasnon at 25 mg/day via p.o. For ascites from (B)(6) 2012. No blood transfusion was administered on (B)(6) 2012, the amount of ascites was reduced, and the skin dehiscence site was closed spontaneously. It was reported that the hospitalization had been prolonged due to the event. On (B)(6) 2012, he was discharged from the hospital and the patient was not re-hospitalized for treatment. On (B)(6) 2012, he was discharged from the hospital and the patient was not re-hospitalized for treatment. As of (B)(6) 2015, he had recovered from the event with a sequela of ventral incisional hernia. The author concluded that seprafilm did not affect post-operative morbidity of hpb) surgery. It was not a significant risk for fascial dehiscence, although fascial dehiscence was rare, patients with latent infection (due to biliary drainage with fistula) were at high risk. In the author's opinion, in hepato-biliary-pancreatic (hpb) surgeries, serious fascial dehiscence could occur by the addition of the placement of seprafilm to the multiple risk factors, and care would be exercised in the use of seprafilm. Corrective treatment: not reported. Outcome: recovered/ resolved with sequelae. A pharmaceutical technical complaint was initiated with global ptc number (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/(B)(4) and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-(B)(4) quality assurance at that time. Fascial dehiscence (abdominal wound dehiscence). Reporting surgeon's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting surgeon's causality assessment: probable. Reporting surgeon's comment: the alternative explanation for the event was postoperative ascites. The ascites was considered to have induced the fascial dehiscence, but the possibility of seprafilm being an aggravating factor could not be ruled out. Follow up information was received on 10-jul-2015. Investigation summary was not processed as gptc was not provided. Additional information was received on 10-jul-2015. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 08-jan-2016. Height and weight of the patient was added. The event verbatim was updated from early postoperative fascial dehiscence to fascial dehiscence. Haemorrhagic ascites was captured as a symptom associated with the event of fascial dehiscence. Seriousness criterion for the event was updated from important medical event to hospitalization. The product start date, stop date and frequency were added. The onset date for the event was added. The outcome for the event was updated from unknown to recovered/ resolved with sequelae. Reporter's comment, medical history, examination findings, laboratory data, and concomitant drugs were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: (B)(4) comment dated 12-jan-2016: this case concerns a patient who received seprafilm to prevent postoperative adhesion after subsegmental resection of liver and later on developed abdominal wound dehiscence. Based upon the available information a positive temporal relationship can be established which indicates a possible causal role in the occurrence of the event and the application of the product. However, this single case report does not alter the benefit-risk profile of the product.

Event description:
This unsolicited device case from (B)(6) was received on 11-jun-2015 via conference abstract. Nishitai r, manaka s, konishi s. Five cases of fascial dehiscence with use of seprafilm noted early after hepato-biliary-pancreatic surgery "sprafilm" as a possible risk factor of fascial dehiscence. The 27th meeting of (B)(6) society of hepato-biliary-pancreatic surgery; (B)(6). Additional cases created from this literature abstract includes (B)(6) (cluster cases). This case involves an (B)(6) male patient who had early postoperative fascial dehiscence while receiving treatment with seprafilm. No past drug, concomitant medication or concurrent condition was provided. The patient's medical history was significant for diabetes mellitus. On an unknown date, the patient was referred to the hospital where seprafilm was placed principle (number of sheets, formulation, batch/lot number and expiration date: not provided) for subsegmentectomy (s8+4) performed in j-incision approach for hepatocellular carcinoma. No blood transfusion was administered. On an unknown date, (on the 7th post - operative day), the patient developed fascial dehiscence at the median wound. The author concluded that seprafilm did not affect post-operative morbidity of hpb) surgery. It was not a significant risk for fascial dehiscence, although fascial dehiscence was rare, patients with latent infection (due to biliary drainage with fistula) were at high risk. In the author's opinion, in hepato-biliary-pancreatic (hpb) surgeries, serious fascial dehiscence could occur by the addition of the placement of seprafilm to the multiple risk factors, and care would be exercised in the use of seprafilm. Corrective treatment: not reported. Outcome: unknown. Seriousness criteria: important medical event (ime). Reporter causality: possible (seprafilm possible risk factor for fascial dehiscence). A pharmaceutical technical complaint was initiated and ptc results were pending for the same.